Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2018-03206. It was reported that the patient fell and the leads migrated causing high impedances and ineffective stimulation. As a result, the leads were explanted and replaced. Effective therapy was confirmed.